Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that there was inflammation. During phase 2 (implant of the battery and connection to the already implanted lead), it turned out that an inflammation was present at the exit site of the percutaneous extension and inside the pocket. No cause known. Explanted complete (the lead was very loose and could easily be pulled out). Devices discarded, no return.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot#: (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type: lead; product ID: 3560022, lot#: (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type: extension. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot#: (B)(6), ubd: 13-dec-2026, UDI#: (B)(4); product ID: 3560022, serial/lot#: (B)(6), ubd: 04-apr-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.